Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device via a 6 fr sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, suture breaks occurred with two proglide devices. Hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was not confirmed, as the full length of the suture was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.